Event description:
The patient received two scs leads from the same lot number. It was reported the patient's scs lead(s) moved down a level, consequently, the patient's scs stimulation therapy became ineffective. The issue was confirmed with x-ray. The patient's physician revised the system and replaced the patient's scs leads with a different model lead. Effective stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.